Event description:
Patient was intubated on vent in ICU. In 2007, at 5:04:05 am, the monitor displayed vtac, then vfib. No alarms were noted. At 5:04:20am, the pt was in vfib, but the monitor alarmed "low heart rate" for a few seconds. At 5:07 am, a nurse was passing by pt's room and noted that pt was in vf1b, alarms were not sounding. Acls was initiatated and a rhythm was restored. At 5:19 am, cardiac rhythm restored to sinus tachycardia. At 5:40 am, patient coded again, cardiac monitor was reading "low heart" alarm & v-rhythm during the code. At 5:55 am, patient pronounced/expired.